Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a prolonged high blood glucose episode while using the ilet, with glucose reportedly reaching 275 mg/dl and later returning to normal, and the user noted irritability during elevated glucose. Symptoms included hyperglycemia. Outcomes included insufficient information to characterize the impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.